Manufacturer narrative:
Device evaluation: the device related to the reported event of device wrinkling, flipping, symmastia, unsatisfactory result and visibility/palpability was received on march 18, 2025, with lot number 3086270. Based on the device analysis grid, the assessments of the complaint are: device wrinkling: observed. Flipping: unable to observe as it is not related to the manufacturing process. Symmastia: unable to observe as it is not related to the manufacturing process. Unsatisfactory result: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process as per the investigation procedure observed, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "malposition/flipped". Healthcare professional later reported "unhappy with current symmetry, contour irregularities bilaterally with deficiency in the right upper medial pole, soft tissue deficiency in the upper medial pole on the right with some visible rippling, small degree of synmastia at the lower aspect of the breasts and constricted upper pole". This is for the left side device. The device has been explanted.

Event description:
Healthcare professional reported "malposition/flipped". Healthcare professional later reported "unhappy with current symmetry, contour irregularities bilaterally with deficiency in the right upper medial pole, soft tissue deficiency in the upper medial pole on the right with some visible rippling, small degree of synmastia at the lower aspect of the breasts and constricted upper pole". This is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia.